Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient experienced chest pain. The target lesion was located in the mid left anterior descending (mid lad) artery with 90% stenosis, a length of 14.0 mm, and reference vessel diameter of 3.00 mm. The physician treated the lesion with pre-dilatation, implanting a 3.0 x 28 mm study stent, and post-dilatation with 0% residual stenosis. A non-target lesion located in the ramus was treated prior to the target lesion by implanting a non-study 2.25 x 12 mm taxus liberte atom stent during the index procedure, resulting in timi flow 3 and 0% diameter stenosis. Placement of the study stent in the mid lad resulted in occlusion of a small septal perforator branch, which lead to post procedure cardiac enzymes elevation and an myocardial infarction (mi) was reported. The patient was discharged 2 days later on aspirin and clopidogrel. At 858 days post procedure, the patient experienced increasing symptoms suspicious for his usual angina. Most of the symptoms were cold precipitated and potentially attributed to his lungs. A mi was ruled out and stress test was negative for ischemia. Significant sleep apnea was also present. The patient was treated medically and discharged the next day on aspirin. The site reported an event of cad status post rca stenting 867 days post index procedure. The patient was treated with medication and underwent a non-target vessel reintervention.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).